Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that interlink system t-connector extension set was leaking from the puncture site and that the puncture site had popped off. Blood was noted to be flowing back in the peripherally inserted central catheter (PICC) line and diluted blood drops were also leaking externally. An attempt was made to flush the line through one of the ports from the trifuse; however, the puncture site from the t-connector piece had popped off and was leaking. The patient experienced a drop in their blood glucose and was given a d10 (10% dextrose solution) bolus. The patient outcome was not reported. No additional information is available.